Event description:
It was reported the device was explanted and replaced due to a loss of telemetry, no output and premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This device is part of the field action for this model and tested out of specification consistent with the advisory. Evaluation summary: testing revealed no output and no telemetry. The no output condition was the result of lifted hybrid bond wires.